Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported by the patient that he was hospitalized for overnight due to high blood glucose level. High blood glucose level was 500 mg/dl and current level was 115 mg/dl. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6)